Event description:
On 05/19/2022, it was reported by a sales representative via sems that an ar-9236-02pp univers vaultlock¿ glenoid trial center peg snapped off. This occurred during a procedure when the surgeon was trailing the implant. The fragment was removed and the case was completed with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9236-02pp was received for investigation. Visual inspection identified that the central post had broken off of the trial. A probable cause is attributed to user-applied mechanical forces. The width of the central post was assessed using digital micrometer ID: 224, and was found to meet design specifications.